Event description:
Information was received from a consumer with an implantable drug infusion pump with an unknown indication for use. It was reported the patient had had an intrathecal morphine pump since about 1999-2000. The patient was very grateful in that their pump and stimulator improved their quality of life immensely. That was true, despite that they had had problems over the years and needed replacing. No patient symptoms were reported related to the problems over the years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.